Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged to replace the pump. The customer, having no backup therapy available, plans to contact a healthcare provider. They were instructed on training requirements for the replacement pump and how to put the current pump into storage mode before returning it.